Event description:
It was reported that during a prior insertion of a pre-loaded intraocular lens, it was noted that the implant appeared defective. There was no patient contact. Directions of use were followed. No other information was provided.

Manufacturer narrative:
Section a2, a3, a4, a5 and a6: not applicable, as there was no patient involvement. Section d6a: if implanted, give date: not applicable, as there was no patient contact with the product. Section d6b: if explanted, give date: not applicable, as there was no patient contact with the product. Section e1: initial reporter: email address: unknown, as information was asked but it was not provided. Section e1: initial reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The product was returned to the manufacturing site for evaluation. Additional information: section d9: device available for evaluation? Yes section d9: date returned to manufacturer: jul 23, 2025 section h3: evaluated by manufacturer: yes device evaluation: visual inspection under magnification was performed on and found the plunger rod was overriding the lens inside the mouth of the cartridge. The leading haptic was not folded as expected for a lens not advanced far enough into the cartridge for folding to begin. Viscoelastic residue was not observed to be evenly distributed throughout the cartridge. No issues were observed with the cartridge, lens module, device assembly, and plunger. The lens was removed from the cartridge and cleaned revealing a scratch on the lens and damage on one haptic. No further evaluation was performed. The complaint issue "lens damage" was not identified during product evaluation. The observed "cosmetic issues" is similar to the reported complaint issue. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Manufacturing record review: the manufacturing records review for this purchase order shows that the units were released within specification. No process deviations (dev), nonconformances (nc/nr), or capas were found as part of this manufacturing records review. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.